Event description:
It was reported that the patient was experiencing side effects when the therapy was off. The pocket site would get hot, and the patient would break out in a rash. The patient believed they were possibly allergic to a metal in the battery. The patient underwent an explant procedure wherein all device components were removed and were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2025. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 7075016. UDI: (B)(4).